Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("heavy uterine bleeding, including passing clots") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included light periods. Before essure she had no problem with going about her daily life. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and polymenorrhoea ("menses twice a month"). On (B)(6) 2015, 1 year 1 month after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea") and menstruation irregular ("irregular menstrual cycles"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("pain back"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), infection ("infections"), dyspareunia ("pain during intercourse/ dyspareunia") and menometrorrhagia ("irregular, unusually heavy menstrual periods with blood clots"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, back pain, abdominal pain, vaginal discharge, infection, dyspareunia, menometrorrhagia, polymenorrhoea, dysmenorrhoea and menstruation irregular had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menometrorrhagia, menstruation irregular, pelvic pain, polymenorrhoea, uterine haemorrhage and vaginal discharge to be related to essure. Diagnostic results: on an unspecified date in (B)(6) 2015, she underwent a CT scan of her pelvis. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time.there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 1-jun-2017: legal claim received. Events dyspareunia, irregular, unusually heavy menstrual periods with blood clots/ irregular menstrual cycles, heavy uterine bleeding, including passing clots, menses twice a month and dysmenorrhea were added. Essure was removed on (B)(6) 2016 (case was upgraded to incident). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .